Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a half day infusor burst. The device was filled with desferrioxamine 2000 mg in 35 ml sodium chloride 0.9%. The patient stated that after removing the product from the fridge, they waited 4 hours, then discovered the burst balloon. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacture date: (B)(4). One infusor unit was received for sample evaluation. A visual inspection on the unit via the naked eye noted a ruptured bladder. A microscopic inspection was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
After further investigation, it was determined that a nonconformance for the reported condition will not be opened. Should additional relevant information become available, a supplemental report will be submitted.